Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zkb00 17.0 diopter intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2018. It was later explanted on (B)(6) 2019 due to hyperopic shift. The procedure was completed successfully with another zkb00 lens with a higher diopter. There is no incision enlargement or suture needed. The patient is doing well postoperatively. No further information was provided. Patient has bilateral implants. This report represents the left eye. The right eye will be submitted under a separate report.